Event description:
It was reported that due to the patient's capsule, the lens had to be removed. Within the same procedure, it was stated that the doctor put in the model zcb00 intraocular lens (iol) first, then removed the zcb00 and implanted an iol model za9003. The iol model za9003 lens was then removed and the doctor implanted a model ac21d32 lens. Follow-up with the account indicated that the report involved one patient. The incision was made a little larger. The capsule broke. A vitrectomy was performed and put in a 10-0 ethilon on the incision. It was stated that the patient anatomy was the issue. The patient was fine the day of discharge. No further information was provided. A separate MDR is being filed for the zcb00 and the za9003 lens since the report of capsule break, incision enlargement and vitrectomy were not correlated to a particular lens. This MDR is being filed for the zcb00.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected at (B)(4) microscope magnification. The lens had cosmetic damages at the optic. Small loose particles were observed on the sample. Stains of what appear to be viscoelastic were dispersed through the lens. No damages were observed on the haptics. The returned lens condition is consistent with a lens that has been removed from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.